Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient was sitting and felt a shocking sensation down his left leg around (B)(6) of 2019. The patient had ad aptivestim programmed and his stimulation amplitude was programmed at 0 volts. The shocking/surging was related to positional changes. The manufacturer representative reprogrammed the settings, and the patient indicated that it has resolved. The patient¿s programming that he is currently using is as follows: group b program 1: 10+ 11- 12- 13+ with a pulse width of 450 microseconds, a rate of 80 hertz, and an amplitude of 2.4 volts. Adaptivestim is programmed on. Group a program 1: 15+ 14- 13+ with a pulse width of 450 microseconds, a rate of 60 hertz, and an amplitude of 1.4 volts. The patient was looking to have the system evaluated due to the shocking sensation that had previously occurred, so the data file was requested. The patient had reported that the health care professional had previously been aware of high impedance issues since (B)(6) of 2019. At the time of the report, the manufacturer representative tested the impedances and the 0-7 lead was showing out of range impedances with values greater than 10,000 ohms. The manufacturer representative has not tried testing the lead at 3 volts as the patient is sensitive with stimulation. The manufacturer representative increased to 1.5 volts and all contacts on the 0-7 lead showed greater than 20,000 ohms. There were no falls or trauma noted to be related to the issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the cause of the high impedances was not determined. The impedances were worked around in programming. No further complications were reported.